Manufacturer narrative:
The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture unknown baker grade.

Event description:
Patient reported left side removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl," "mental anguish and fear of alcl, increased risk of alcl," "capsular contracture," baker grade unknown, " "tightness," and "anxiety." Patient representative additionally reported sleeplessness, fatigue ,"panic disorder, significant weight gain, irritable bowel," all not related to the device. The device has been explanted.